Event description:
Philips identified a software defect in iscv (intellispace cardiovascular) wherein database deadlocks are causing performance issues. The device was in clinical use at the time of the event. Although no adverse events or patient harm were reported in the associated complaint (B)(4), this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.